Event description:
The event occurred on an unspecified date and involved a plum 360 that the customer reported non-compliant during preventative maintenance due to the volume being out of range. It was stated that the delivered volume is 22ml when the tolerance is to be between 19ml and 21ml. There is no report of patient involvement or harm.

Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
An update states that the reported issue was noted during preventive maintenance completed by a third party.

Manufacturer narrative:
The customer did not report any issue prior to the preventive maintenance testing being completed; therefore, this does not meet the reporting criteria. There were no delivery related alarms found in device history. The device history was downloaded and maintained. The review period was from (B)(6) 2021 to (B)(6) 2022. It was noted in the `as-found condition and the module cover on back case was noted to be damaged. The device passed all pvt testing including delivery accuracy which was run 3 times, and each time resulted in 20.6ml delivered. No issue was found in relation to device accuracy. The complaint of pm failed, volume out of range delivered volume is 22ml for a tolerance between 19ml and 21ml was not confirmed. Probable cause: pm failed: volume out of range delivered volume is 22ml for a tolerance between 19ml and 21ml - not confirmed as not replicated throughout testing. No probable cause determined. Module cover on back case damaged- module cover damaged. Additional information in section b5.